Event description:
It was reported that post-operatively, the left ventricular (lv) lead experienced loss of capture due to the lv lead pulling back and becoming dislodged due to difficult anatomy. The lv lead was explanted and a new lead placed successfully in a different vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224trk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2014. Product ID: a 694458 implantable tachy lead, implanted: (B)(6).2014. Product ID: a 507645 implantable pacing lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.